Manufacturer narrative:
Method: no sample rec'd for eval and investigation. As no lot number was provided, the device history record cannot be reviewed. Results: w/o the actual product, an analysis cannot be conducted. If add'l info pertinent to this complaint, a f/u report will be filed.

Event description:
(Drug/diluent: marcaine), (fill volume: 400ml and flow rate: 4ml/hr), (procedure: spine and cathplace: unk). Since (B)(6) 2011, this facility has identified 4 infections (2 cultured as e-coli and 2 were not cultured). There were also 7 wounds that did not heal. All pts had spine surgery in a new operating room at the facility. They noted that the 7 wounds not healing had clear liquid coming from them up to 3 weeks after the pump was removed. They used a "packin" bandage. They use a 5 day pump. Date of event: (B)(6) 2011.